Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
Information was provided to cook by an area rep that on (B)(6) 2010, the rep was to attend a dolphin balloon assisted tracheostomy (bat) case in the operating room at (B)(6) medical center. Upon arrival, the attending physician informed the rep that in the last case when the facility used a cook tracheostomy device, the pt died on the table. It was explained that the physician did not feel it was the product's doing, but a result of the procedure. No information was provided regarding pt (sex, weight, age, etc). The physician was not certain as to which tracheostomy product of cook's was used. Additional information was provided on (B)(6) 2010 that the expired pt was not the reporting physician's pt.